Event description:
It was reported to boston scientific corporation that an axxcess urethral catheter was used during a procedure on (B)(6) 2011. The patient was male and over 18 years old (patient identifier, age, date of birth and weight are unavailable).according to the complainant, it was observed during preparation that the sterile seal was not completely closed on the device packaging, thereby compromising the sterility of the catheter. All other aspects of the packaging appeared normal. The device was never used within the patient and was removed from service; a second of the same device was used to complete the procedure.there were no patient complications as a result of this event and the patient¿s condition post procedure was fine.

Manufacturer narrative:
Device not available for evaluation: device disposed off.the complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.